Event description:
The customer reported that they were unable to deliver a shock in the sync mode. There was no death or serious injury.

Manufacturer narrative:
The customer reported that they were unable to deliver a shock in the sync mode. There was no death or serious injury. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.